Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6)2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction"), pruritus ("itching and tearing in my down"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines"), abdominal pain ("excruciating cramps"), abdominal distension ("always bloated") and discomfort ("very uncomfortable") and was found to have weight increased ("gained almost 40lbs"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, hypersensitivity, pruritus, weight increased, abdominal distension and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, discomfort, dyspareunia, hypersensitivity, migraine, pelvic pain, pruritus, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: I have has essure in since 2011 and have gained almost 40lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case: weight increased, abdominal distension and discomfort events were added. New reporter was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6) 2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction"), pruritus ("itching and tearing in my down"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines"), abdominal pain ("excruciating cramps"), abdominal distension ("always bloated") and discomfort ("very uncomfortable") and was found to have weight increased ("gained almost 40lbs"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, hypersensitivity, pruritus, weight increased, abdominal distension and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, discomfort, dyspareunia, hypersensitivity, migraine, pelvic pain, pruritus, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: I have has essure in since 2011 and have gained almost 40lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one was confirm in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿ social media: weight increased, abdominal distension and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6) 2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction"), pruritus ("itching and tearing in my down"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines"), abdominal pain ("excruciating cramps"), abdominal distension ("always bloated") and discomfort ("very uncomfortable") and was found to have weight increased ("gained almost 40lbs"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, hypersensitivity, pruritus, weight increased, abdominal distension and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, discomfort, dyspareunia, hypersensitivity, migraine, pelvic pain, pruritus, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: I have has essure in since 2011 and have gained almost 40lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one was confirm in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were confirm in patient¿ social media: weight increased, abdominal distension and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6) 2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction"), pruritus ("itching and tearing in my down"), vulvovaginal swelling ("itchy swollen labias"), migraine ("horrible migraines") and abdominal pain ("excruciating cramps"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, hypersensitivity and pruritus outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, hypersensitivity, migraine, pelvic pain, pruritus and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - itchy swollen labias, horrible migraines, excruciating cramps and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6) 2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on oct-2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reaction") and pruritus ("itching and tearing in my down"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, hypersensitivity and pruritus outcome was unknown. The reporter considered allergy to metals, dyspareunia, hypersensitivity, pelvic pain and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event: allergic reaction since I had done essure, itching and tearing in my down there area. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate, hemorrhage (nos), abdominal pain, pain, vaginal burning sensation, bacterial vaginosis, vaginal dryness, heavy periods, vaginal itching, vulval itching, dermatophytosis of groin, vaginal redness, dryness vaginal, itching, vaginal discharge, dry skin, bloody stool, anemia, vaginitis, vulvovaginitis, dermatophytosis, flu, vulval itching, vaginal pain, back pain, dysuria, tinea cruris, stomach pain, nausea, nickel sensitivity, vaginal infection, gastroenteritis, late period, bloating, vaginal irritation, vaginal burning sensation, cramp in lower abdomen, coital bleeding, dyspareunia, urination difficulty, gas pain, uti, nocturia, post procedural discharge, leukorrhea, tinea cruris, irregular menstruation, diarrhea, stomach discomfort, weight loss, major depressive disorder, nickel sensitivity, kidney infection, perineal pain, lower abdominal pain, abdominal distension, ruq pain, flank pain, upper abdominal pain, irregular menstruation, leukorrhea, cholesterol levels raised, gallbladder cancer, drug allergy, rash, leukorrhea, abnormal weight gain, taste metallic, kidney stones, urgency urination, erythema, hyperlipidemia, gallbladder removal (on (B)(6) 2016.), depression, anxiety and seasonal allergy. Concomitant products included calcium carbonate (tums 500 calcium), omeprazole, sucralfate (carafate), sulfamethoxazole and trimethoprim. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes are occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.